Manufacturer narrative:
Method - the returned complaint device was mechanically inspected for overfilling. Results - the complaint device was found to have a large bow in the aluminum base to the right of the hinge bracket. When connected to a water bag, the primary float of the humidification chamber opened correctly, stopping at the water level just below the maximum fill line. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: the reported fault cannot be confirmed as the complaint device was functioning correctly and did not overfill. The damage to the base showed that the humidification chamber had been dropped by the customer. Our monitoring and trending for overfilling of humidification chamber has a rate of occurrence worldwide for the last year of 0.001%.

Event description:
A hospital in a foreign country reported through our distributor that while an autofeed vented humidification chamber was being used, the water trap became full and the distilled water inside moved up to the upper circuit. No pt consequence was reported.